Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a bad cable. The device evaluation also found bad image due to stain inside the charged coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during the therapeutic knee arthroscopy, camera head had an image problem (black will flicker on and off). The procedure was prolonged to switch out the camera head. The procedure was completed using a different camera head. There were no reports of patient harm. There was no medical intervention reported to preclude harm to the patient. There was no evidence of any permanent injury to the patient or any treatment outside of the procedure. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor communication due to the cable failure caused the flickering image. The camera head was then replaced, causing the procedure to be delayed. A definitive root cause of the cable failure could not be identified. The event can be prevented by following the instructions for use which state: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.